Manufacturer narrative:
The device and data logs were not returned for analysis. The root cause of the priming issue was not determined as a result of the product not being returned, data logs not received for analysis and insufficient clinical information provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an unsuccessful implant attempt of an impella 2.5 device for a patient with cardiogenic shock from an acute myocardial infarction who would eventually expire. The patient underwent coronary artery bypass graft surgery and experienced an aorta perforation. The perforation was successfully treated. An intra-aortic balloon pump (iabp) was placed after heavy blood loss, and the chest was closed after the bleeding resolved. The patient was transported to the unit and began to spiral into cardiogenic shock. The patient was emergently taken to the cardiac catheterization lab for iabp to impella 2.5 device escalation. The impella 2.5 device was opened, and there was an inability to prime the device despite troubleshooting and phone support. During this time the patient began to rapidly deteriorate and the intent to implant the impella 2.5 device was aborted. An impella cp device was opened, primed, and inserted without an issue. The patient continued deterioration after the impella cp insertion with cardiopulmonary resuscitation for nearly one hour and ultimately required bipella support with an impella rp prior to stabilizing hemodynamics. The impella rp was inserted and started with outlet at the level of the swan in right pulmonary artery. However, return of spontaneous circulation (rosc) was not obtained. Transesophageal echocardiogram revealed outflow was not fully across pulmonic valve. The impella rp was repositioned and rosc immediately obtained. The patient was transported to the intensive care unit in critical condition but would later expire the following day. Although more likely the patient expired as a result of the cardiac event, the issue with the impella 2.5 device cannot be excluded as a contributing factor in the overall outcome for this event. The impella 2.5 was unable to be fully used and was exchanged for another impella device. At said moment, this resulted in loss of mechanical circulatory support to the patient at a critical time.